Event description:
It was reported that the customer's insulin pump alarmed motor error during prime. Troubleshooting was performed. The infusion set was changed and the device was rested for five mins. A new battery was installed, rewind the insulin pump, and then prime, but a motor error alarm occurred. Ran a displacement test and the device did not pass the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.